Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not keep pets out of the room where peritoneal dialysis is performed. Peritonitis was manifested by abdominal pain. The patient was not hospitalized overnight for the peritonitis event, but on the day of onset, was treated at the hospital and then released on that same day. On the day of onset, the patient was treated with cefepime intravenously for one day (dosage and frequency not reported) for the peritonitis event. Two days after onset, the patient was treated with vancomycin intravenously for one day (dosage and frequency not reported) and on the same day began treatment with vancomycin intraperitoneally for three days (dosage and frequency not reported) and cefepime intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Five days after onset, the patient began treatment with fortaz intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On unreported dates, therapy with cefepime and fortaz was withdrawn. Dianeal therapies were ongoing. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.